Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) during an introducer there was a pseudoaneurysm in the right groin which required surgical intervention. The device remains in use. No further patient complications have been reported as a result of this event.